Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 131-245mg/dl fasting. Verified test strips expire 07/24/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 212mg/dl and 205mg/dl fasting. Reviewed meter memory: (B)(6). Adverse event not reported.